Manufacturer narrative:
The insulin pump received with cracked end cap, battery tube threads and scratched lcd window.

Event description:
It was reported that the bottom of the insulin pump has cracks. The blood glucose reading is 178 mg/dl. The insulin continues to drip after the motor stops during the manual prime process. Insulin squirts out of the insulin pump during prime process. Nothing further reported.